Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 21 events were reported for this quarter.                 Product return status: 19 devices were received for evaluation; 2 devices were available for evaluation but have not yet been received. Evaluation status: 8 events were confirmed during testing, - 7 devices were found to be affected by corrosion, - 1 device was found to be affected by a mechanical problem, 11 device evaluations are in progress. Product disposition: 8 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 21 malfunction events in which the device reportedly overheated; 15 events had no patient involvement; no patient impact; 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 12 previously reported events are included in this follow-up record.   Product return status 1 device was available for evaluation but has not yet been received. Evaluation status 6 reported events were confirmed during testing. - 2 devices were found to be affected by motor corrosion. - 4 devices were found to be affected by damaged bearings. 5 reported events were not confirmed during testing; however: - 3 devices were found to be affected by motor corrosion. - 2 devices were found to be affected by damaged bearings. Additional information 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 21 </noe> malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 21 total events were initially reported. 1 previously reported events are included in this follow-up record.   Product return status 1 devices were received.   Evaluation status not confirmed reported events were not confirmed during testing; however: - devices were found to be affected by a jammed motor.   Additional information 21 devices were not labeled for single-use. 21 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 21 </noe> malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.